Manufacturer narrative:
Product evaluation showed the tip passed flow, leak and thermistor tests. The tip failed functional testing and visual inspection for burnt trace on tip surface, and dielectric breakdown was observed. A review of the manufacturing records showed all requirements were met. A medical review of this case determined this event was not a serious injury. Evaluation confirmed damage on the tip membrane along the rf trace of the tip. Based on the available information, the event was most likely caused by damage on the tip membrane along the rf trace.

Event description:
A distributor reported on behalf of a doctor's office that a spark was seen during a thermage treatment. The highest energy level used was 6. The treatment tip was inspected before and at every 50 reps during treatment; nothing unusual was noted. During the treatment, the patient developed burns on the left perioral and mandibular areas. However, these burns are not considered a serious injury and the patient will not have any scarring.